Event description:
It was reported that the bronchovideoscope had b30 and e216 communication error codes. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.